Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum came out from the injection port of a non-dehp fluid path intravia container 250 ml capacity. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which revealed damage (roughness) in the injection site. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is related to storage (environmental conditions). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.